Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and dose audits were performed during product development and on market performance continues to be monitored for this product. All monitoring processes meet adc requirements. A tracking and trending data is not currently captured because it is newly released product and does not have sufficient data to be able to establish a baseline complaint rate at this time. The baselines will be established within 12 months from release if a stable complaint rate has been reached. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Data analysis was performed and abnormalities on the graphing of the glucose pattern were observed. Extended investigation was also performed. Visual inspection was performed and no evidence of misuse or abnormalities were observed. The patch data was extracted and observed the patch to be in sensor state 8 (error termination). The returned patch was de-cased, and no issues were observed on the patch's components or sensor flag. Glucose solution testing was performed to check the accuracy test of the returned patch's readings. No significant inaccuracies were observed being read during testing. No other issues were identified. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. An investigation for the reported complaint was performed and determined that there was no indication that the product did not meet specification. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.